Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a mix of product in pack with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that: needle size was different inside the box, the needle should be a 5/8 but the actual needle is a 1 inch.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: a device history record review was completed for material number (B)(4).and lot number 8324777. The review did not reveal any detected quality issues during the production process that could have contributed to this defect. To aid in the investigation, ninety-eight physical samples and one photo were received for evaluation by our quality team. The ninety-eight physical samples came in a shelf box with material number 305122 and printed lot number 8324777. In the shelf box the packaging blisters with the top web marked are 305122 25 x 5/8" and have the printed lot number 8331535. The needles received for evaluation are 1" long. In the photo it shows a sealed packaging blister like the samples received. Through examination of the returned samples, the defect mixed products / lots was observed. It has been determined that this issue most likely resulted from using the incorrect packaging web while producing this lot. In response to this incident, a corrective and preventive action plan, CAPA#(B)(4)., has been initiated at the manufacturing facility to further investigate this incident and prevent its recurrence.

Event description:
It was reported that there was a mix of product in pack with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that: needle size was different inside the box, the needle should be a 5/8 but the actual needle is a 1 inch.